Manufacturer narrative:
The external visual inspection revealed that the electrode was severed prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The device passed the electrical tests performed. The device passed the tests performed. This older device configuration is not currently manufactured. This is the final report.

Event description:
The recipient was reportedly a non-user of the device and elected explant surgery. The recipient's device was explanted. The recipient was not reimplanted.